Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.

Event description:
The patient reported the infusion device often displays e4 (occlusion) error and he believes there is an issue with the insulin cartridges. He stated the errors are displayed during the last 1/3 of the cartridge. He believes insulin delivery is delayed. On (B) (6) 2010, his blood glucose measured 300 mg/dl and he bolused through the infusion device. His blood glucose did not decrease. He changed the infusion set and bolused through the infusion device. At 12:00 pm his blood low, 62 mg/dl. He ate glucose and then went to lunch. He stated he then became unconscious and he was treated by his physician with a glucose IV and his blood glucose elevated to 105 mg/dl. His normal blood glucose range is 100-140 mg/dl. No further information is available. The infusion device was requested to be returned for evaluation.